Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a arthroscopy the item ar8400cex was not sharp enough to cut the tissue it was necessary to change the dull item. This does not only require time, but caused also additional manipulations in the joint.